Event description:
Pt experienced swelling at implanted port site (right chest area). Dye study performed and port and catheter appeared normal. Port was accessed for treatment the next day - no blood return and port incision began to leak serosanguineous fluid during a fluid bolus, so further use was stopped. Pt received subsequent chemotherapy peripherally. Port and catheter were removed and a small rupture in the catheter was noted midway. Can be seen between the 6cm and 7cm marks on the catheter.